Event description:
Md was performing a circumcision with a 1.3 size clamp. The clamp was very hard to turn and tighten. He could not get it tight enough, and it apparently slid down. There was excess bleeding which the dr was able to control with silver nitrate sticks and the surgical equipment was given to central svc for checking.